Event description:
The customer reported that there was no audio alarming at the bedside monitors.

Manufacturer narrative:
(B)(4). The customer reported that there was no audio at the bedside monitors. Based on initial info, the customer reported that configuration changes were made a month prior to the report and since that time, they have not received audible alerts at the bedside. The customer states that the pc configuration shows multiple names for the same pcs. The customer did check the configuration of the audible alerts and all worked as intended. Although no death or serious injury occurred, we will report this incident in abundant caution. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.